Event description:
It was reported the pt experienced ineffective stimulation the day after his trial lead was implanted. Reprogramming was unable to resolve this issue. X-rays were taken and revealed the lead had migrated. Subsequently, the pt underwent surgical intervention on (B)(6) 2013 and the lead was explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.